Event description:
Diagnosed with ms (multiple sclerosis). Implant surgery 3/25/88 and ms was diagnosed 7/1/89. Rptr have many ms symptoms, eye trouble, balance, walking problems, bladder and bowel and in combination with this muscle cramps throughout body and unidentified odor to urine.